Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After a 1.5mm rota burr was advanced to perform ablation, a 38mm x 2.50mm promus premier¿ stent was deployed in the target lesion at 11 atmospheres. Then two post dilations were performed using the stent delivery system balloon at 18 atmospheres however it was noted that there was a vessel dissection at the distal edge of the stent. A 20mm x 2.25mm promus premier¿ stent was attempted to be deployed additionally but was unable to cross the lesion. A non bsc delivery catheter was advanced and an attempt was done again to make the 20mm x 2.25mm promus premier¿ stent cross the lesion but failed. A 2.25x18mm non bsc stent was deployed overlapping the 38mm x 2.50mm promus premier¿ stent and the procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).